Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive patient result was obtained. There was no report of patient impact. This is report 8 of 10.